Manufacturer narrative:
The device has been evaluated and the internal battery will be replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer with an allegation the device was alarming for a battery issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery will be replaced to address the issue.

Manufacturer narrative:
.